Manufacturer narrative:
The suspect device has been returned for evaluation. The complaint is confirmed. The root cause is attributed to the manufacturing process. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges while manipulating the catheter within the patient's bladder, the tip of the device started to shear away from the rest of the device. The catheter was removed completely without an additional procedure or interventional device required. No patient injury to report.